Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a routine angiogram procedure. Reportedly, during the thumb advancement step the physician was only able to advance the thumb advancer half way. The physician indicated he held the device at 45 degrees and there was nothing unusual in the sheath during the splitting. He used the safety release mechanism and removed the device from the patient groin. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.